Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient received rib stimulation on both sides and lost effective therapy. Surgical intervention may be pending to address the issue.

Event description:
Additional information indicates the patient underwent surgical intervention wherein the leads were replaced to address the issue.

Manufacturer narrative:
A patient experienced ineffective/ uncomfortable stimulation was reported to abbott was reported to abbott. The patient¿s leads were explanted and replaced. Therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the high impedances could not be conclusively determined.